Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address cup malpositioning. Update rec¿d (B)(6) 2014- patient's medical records were received. Records indicate upon revision the patient's cup was found to be loose and migrated. Two screws are being added to the complaint at this time. The complaint was updated on: aug 25, 2014

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.